Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an unknown code message. The ICD has been reprogramed and remains in service. No adverse patient effects were reported.